Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions initial reporter telephone number: (B)(6).

Event description:
It was reported before use during routine check, the cs100 intra-aortic balloon pump (iabp) display is flickering. No patient involvement was reported.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse checked and found the unit working satisfactorily and was unable to reproduce the reported failure. The unit was then handed over to the customer in good working condition.